Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). A surgery was performed in which a new cuff was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient stated the aus had stopped working and wanted it replaced. During the procedure they noticed there were no issues with the device, the patient's urethra had atrophied causing the cuff not to work as well. The cuff was the only component removed and replaced. The patient did not experience any further adverse events and was good after the procedure. No more information available at the moment. Should additional information become available, it will be provided.